Manufacturer narrative:
Investigation - based on the investigation, the most likely root cause has been identified for severed tubing, and CAPA 50210 has been initiated to document the investigation and root cause analysis of the reported incidents. Refer to the referenced CAPA for related corrective and preventive actions.

Event description:
It was reported that bd vacutainer® push button blood collection set with pre-attached holder had severed tubing, which could lead to a leak. No injury or medical intervention reported.

Manufacturer narrative:
Additional information: I: device history record review: a review of the device history record was completed for this batch. Product was manufactured at the bd sumter site in july 2016. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements.

Event description:
It was reported that bd vacutainer® push button blood collection set with pre-attached holder had severed tubing, which could lead to a leak. No injury or medical intervention reported.